Event description:
The customer reported a loss of fluoroscopic functionality and the control processor locked up resulting in a loss of fluoroscopic functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse reseated connections on ps1 power supply and power signal interface pcb. All fuses on the power signal interface were also reseated. The fluoroscopy functions pcb, generator interface pcb, and high voltage power supply pcb were also reseated during the service event. The system was tested and found to be working as intended and returned to service.